Manufacturer narrative:
This report is submitted on august 15, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (tesla unknown). Surgery to reposition the magnet was completed on (B)(6), 2016. The implanted device remains.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: per the clinic, the patient underwent revision surgery on (B)(6) 2016 to replace the dislodged internal magnet; and not to reposition the magnet as previously reported. Implanted device remains.